Event description:
The pump was returned for investigation. Investigation revealed the display screen is dim and a display lens leak. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was low voltage in replacement batteries. There was moisture in the pump (battery cap). There was a battery compartment leak. There was a display lens leak and a dim display observed.